Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date and involved a enfit¿ lopez valve, non-sterile. An email was received regarding a enfit lopez valve, non-sterile with list number m9000-ef and unknown lot number. It was stated that valve is leaking. Sample is not available for evaluation. There were no reported patient involvement and no harm.